Event description:
New information on 06/27/2016 indicated that the patient's condition post event was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostic anomaly. Interrogating the device with another programmer resulted in the same diagnostics anomaly issue. No medical intervention or patient symptoms were reported.